Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked during infusion of vancomycin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: device was manufactured from january 20, 2016 to january 21, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.